Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. Subsequently, this rv lead was surgically abandoned and replaced. During the procedure it was observed that the lead terminal pins were reversed in the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two lead segments was performed. Visual inspection noted the lead had been severed 110mm from the terminal pin and some portions of the lead may have been missing. Additionally, there is calcification along with tissue noted on the proximal spring electrode. Detailed analysis did not identify a lead fracture; however, there is an insulation abrasion through to the conductor coil. Due to the location and type of damage, it is likely the abrasion was caused by lead on lead contact coupled with movement in the pocket area. There is calcification which has built up on the lead¿s proximal shocking coil creating a non-conductive barrier between the lead¿s shocking coil and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time. Laboratory testing on a prior leads showed that as the calcification was removed from the coil, the impedance dropped. If the calcification, and therefore the impedance increased far enough, the lead could read as an open circuit, a fracture might be suspected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.